Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fatal error message was displayed on the main screen and no medications were able to be removed or refilled. The technical support specialist reduced the database size by performing a data sync. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system indicated hardware fatal error. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.